Manufacturer narrative:
Product analysis: analysis found that the tip position on the touch screen needed calibration. Analysis also noted that the left keyboard hinge was broken and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned because it fell without additional complaint information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.